Manufacturer narrative:
Results of evaluation: conclusion: based on the inquiry info and visual examination, the cannula sleeve was confirmed to be broken at the distal end. No conclusion could be reached as to how it occurred.